Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during fill two. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. The technical services representative (tsr) had the patient close the clamps and assisted the patient in clearing the alarm. The tsr advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the user and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.